Manufacturer narrative:
H.3. Device evaluation: the aquabeam console was returned for investigation. The gasket around the motorpack connector port was observed to be damaged as pieces of the gasket was torn and not flush. The connector port was also misaligned. The console primed at 50%/100% pump power and a full simulated aquablation session were performed successfully without triggering any errors. The console was deconstructed. Evidence of fluid was observed on the encoder itself as well as on the encoder lens and sensor. Signs of fluid ingress could also be seen on the top of the console front faceplace. The observed contamination may have caused the reported failure of e02/e03, however, these errors could not be reproduced during functional testing. Additionally, the cable-locking hex was observed to be slightly loose. The root cause is undeterminable as the console was found to be functioning as intended, however, fluid could be seen around the console and on the encoder which could cause e02/e03 errors. It is also unknown what caused the motorpack connector port to become loose. The treatment log file review was able to confirm the reported failure of e02/e03 errors. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/ and aquabeam console/ lot number 22c00678 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl (ce), english was reviewed. Table 5 system detected errors and faults e02 - console error, release foot pedal and click x., if error persists, turn off and turn on console. E03 - console error, release foot pedal and click x., if error persists, turn off and turn on console. 11.2.3 non-sterile: console, motorpack, and foot pedal connection. · connect the motorpack cable to the front of the console: * connect the motorpack plug on the front right port. * ensure the connector locks in place and the red marks on the motorpack and the console align. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during priming, the aquabeam robotic system generated "e03 - console" and "e02 - console" errors. A second aquabeam handpiece was used; however, the errors persisted. As a result, the treating surgeon converted the procedure to transurethral resection of the prostate. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.